Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Photo investigation: the device was not returned for investigation. A photo investigation was completed on the images provided. The image was reviewed and the complaint condition could not be confirmed. This is because the device was not returned to perform a functional test to evaluate the allegation on the part. A assignable root cause cannot be identified from the available information. Document/specification review: based on the date of manufacture, the current and the manufactured drawings were reviewed: the manufacturing record evaluation showed no non-conformance that could have contributed to this issue. As the device was not returned, an as-received condition, a dimensional inspection could not be completed. Conclusion: the complaint condition cannot be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. A device history record (DHR) review was conducted: part #: 03.037.017, synthes lot #: 5l17502, manufacturing site: (B)(4), release to warehouse date: 16 sep 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it as reported that during a procedure on (B)(6) 2021, the guide sleeve did not pass through the helical blade and the blade impactor. No further information provided. This report is for one (1) blade/screw guide sleeve this is report 1 of 1 for (B)(4).

Event description:
It was noted the procedure was successfully completed with no medical intervention needed and a delay of unknown length. At the end of the procedure, the patient was in good health.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: a1: patient ID: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: the guide sleeve yell was received at us customer quality (cq). Visual inspection of the complaint device showed major dents inside and around the proximal hole. The distal end also appeared bent; so both the distal and proximal ends were deformed due to dents inside the hole. Scratches were also observed on the surface of the device. Functional test: a functional assessment was not performed with the complaint device due to the post manufacturing damage of the device. Dimensional inspection: measured dimension, mid shaft od = conform. Distal and proximal hole diameter could not be measured accurately due to the bent condition of the device. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the visual inspection revealed that the device was bent and scratched. The dent condition could impact the assembly with the mating device; hence this complaint is confirmed. No root cause could definitively be determined for the reported complaint condition. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.